Event description:
It was reported that during a stent procedure, the first stent was placed in the proximal circumflex. Then a second stent was deployed in a 90% restenosis, distal native lad (through a graft) at 10 atmospheres. A balloon catheter was used for several post-dilatations at 12 atmospheres. At this point, the case was completed. However, the patient started coding. The lad was re-intervened first, and a proximal dissection was observed. A balloon catheter was used to pre-dilate at 6 atmospheres and a third stent was deployed and then post-dilated. Another dissection was noted proximal to the third stent, and a forth stent was deployed at 12 atmospheres. However, the patient was coding and CPR was initiated. Through contrast injection, it was observed that the circumflex was totally occluded and the patient died.